Event description:
Pt's spouse reported that their one touch basic original meter had missing segments on the display. They stated that even though pt had noticed that the segments were missing, pt went ahead and continued to use the meter. On 8/11/2003, pt noticed that they were having symptoms of dizziness. They then tested on the meter, but could not make out the reading. They visited the dr and they changed the medication. This case is reported as a meter malfunction for missing segments because the pt was experiencing the symptoms prior to testing on the meter and so the meter did not contribute to any serious injury.